Event description:
It was reported that during threshold testing during a routine device check, the touch screen on the programmer did not respond as expected. The threshold test was attempted to be stopped however continued with loss of capture with a 4.7 second pause occurring. There were no patient complications or adverse effects reported.